Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the paramedics were called the night before since his blood glucose was 20 mg/dl. The customer's wife gave him a glucagon shot. Troubleshooting did not occur at the time of call. The insulin pump was not returned for analysis.